Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative reported that the rotation belt was loose and tightening it restored functionality to the unit. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the gantry door on the imaging system would not close entirely when prompted by the user. The pin for manual gantry door opening was aligned and the re-homing operation of the system restored functionality. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.